Event description:
It was reported that a polarsheath was selected for use. There was damage to the internal package even though the outside package was free from damage. The procedure was completed using a different device. No patient complications were reported. It is unknown if the device will be available for return, the package/sheath has since been lost.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a polarsheath was selected for use. There was damage to the internal package even though the outside package was free from damage. The procedure was completed using a different device. No patient complications were reported. It is unknown if the device will be available for return, the package/sheath has since been lost. It was further reported that this occurred at tucson medical center - tucson, az.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.